Event description:
After the nail was inserted, the hub fastener would not release from the nail, so the entire nail was removed. After several minutes the nail was released from the fastener and then reimplanted. This issue caused a 15 mnute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation.